Event description:
The customer obtained a non-reproducible, higher than expected troponin I es result from a patient sample (patient= 2.02 ng/ml vs. Expected <0.012 ng/ml) processed on a vitros 3600 immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the results were to recur undetected using patient samples. The higher than expected tropi es patient result was not reported from the laboratory. For an unknown reason, the laboratory repeated troponin I testing on the patient sample prior to reporting out of the laboratory. There was no allegation of inappropriate medical action or patient harm due to the non-reproducible troponin I es result. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected troponin I es result was obtained from a patient sample while using the vitros 3600 immunodiagnostic system. The investigation could not determine a definitive cause. There was no indication that an instrument related issue contributed to the event. Additionally, a vitros tropi es issue and pre-analytical sample handling have been ruled out as a contributing factors. The root cause of this event is unknown.